Event description:
Patient was scheduled for surgical procedure to high lead impedance. During the procedure, it was discovered that the setscrew was not tightened down. The device was explanted when the ring around the setscrew came off during the procedure.

Manufacturer narrative:
The field experience of a setscrew anomaly was verified in the laboratory. Visual inspection of the device header revealed that all the septa were damaged. The hex cavities were filled with septum debris, preventing full insertion of the torque driver. The setscrew became stripped when pressure was applied to tighten it. With the new setscrews, a test lead could be tightened d to the proper torque in the a and v-bores, and normal lead impedance was measured. No other anomalies were observed.